Event description:
The patient was experiencing a lot of pain in her leg. The patient stated that she had long term back problems due to nerve problems. The pain was from "all the surgeries I've had and stuff." One doctor thought that she had arachnoiditis but that had not yet been confirmed. The device system was delivering lioresal. The patient was wondering if pain medication could be mixed with the lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) indicated the event was not pump related, but anatomical. The pump contained lioresal (lot #ds0077) 2000mcg/ml at a daily dose of 149mcg. At the time of the event the patient was also taking norvasc, asa (aspirin), vitamin b, evoxac, colace, premarin, plaquenil, relafen, melatonin, miralax, requip, valerian, neurontin and tramadol. The patient's medical history included spastic para secondary to tethered spinal cord, arachnoiditis, multilevel degenerative disc disease. The patient was being treated by pain management for left low back and left thigh pain from failed back and arachnoiditis.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n0045376, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot # j0058217r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, the patient experienced a sharp pain and she fell down; she had a pain in her left leg and it gave out on her. The patient had extreme pain in her back and was diagnosed with arachnoiditis. Per the patient this was ¿not related to the pump at all.¿ over the last 2-3 years the patient¿s pain had gradually become worse.